Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
I t was reported that the subject device had no image coming on the screen. The issue was found during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, g3, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure (image not coming on screen) was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: defective printed circuit board / dust accumulated inside the device / damage of the front panel / corrosion on the pins of the receptacle unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image not coming on screen was due to a defective printed board circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.